Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No weak battery alarm, no blank display and no bad battery alarm found. The low reservoir alarm did function properly during testing. All the buttons functioned correctly and no damage on the keypad assembly noted. No moisture damage found inside the device. The unit was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the display on his insulin pump was blank, after exposure to perspiration. There was no low battery alert, prior to the screen going blank. The customer's blood glucose was 147 mg/dl. During troubleshooting, the customer stated that the spring in the battery compartment was corroded. The customer was advised to insert a new battery and the display returned. Nothing further was reported.